Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Customer received guidance from technical support on performing a pump reset, and after the reset, the error code did not reappear, allowing the sensor session to start successfully.